Event description:
It was reported that the patient was undergoing routine arthroscopic shoulder surgery. The surgeon inserted the serfas 90-s 3.5mm instrument into the subacromial space to use the cutting setting to remove soft tissue from the inferior surface of the impinging area of the acromion. The surgeon noticed smoke in the operative field. The procedure was immediately stopped. The surgeon then noted smoke and burnt skin at the shaft of the serfas. It was understood that this area of the system is insulated so as not to burn any tissue not directly involved at the tip. It is reported that the examination of the area revealed a 1.5 cm x 3 cm burn to the superficial epithelium. The procedure was completed without further use of the...

Manufacturer narrative:
Additional information will be provided once investigation is complete.